Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced unexplained hyperglycemia, which she attributes to a failure of the infusion device. Her blood glucose was 27.0 mmol/l when she woke up. She has received intermittent e4 occlusion errors and reports the infusion device rattles during bolus delivery. No adverse event was reported. The alleged product was requested for evaluation.